Event description:
It was reported that approximately 56 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room with unknown symptoms. The hospital performed a computed tomography (CT) scan which indicated the patient had an endoleak. The physician elected to correct the endoleak by implanting an infrarenal aortic extension. Blood less was reported to be less than 100 cc. The patient was reported to be doing well post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.